Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath broke apart in packaging, upon being touched. The type of procedure being performed was an arterial access procedure. Additional information was received on 17apr2024: the issue was found on the back table at the end of the procedure. They either used another angio-seal with a different lot or a different closure device at the end of the procedure. The patient was not affected. The devices are stored in the original box within a pyxis system however, the light is off.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in unused condition. The hemostasis sheath was found to have been fractured, and the component was able to broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as multiple devices were found to have been affected by embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).